Event description:
Related to MFR report#: 2183959-2012-02521. It was reported by the plaintiff's attorney that the plaintiff was implanted with an elevate anterior and apical system with intepro lite on or around (B)(6) 2010 with the intention of treating her for urinary incontinence, rectocele, and pelvic organ prolapse. It was alleged that the plaintiff experienced severe and permanent personal injuries, damages, significant mental and physical pain and suffering, vaginal pain, painful intercourse, infection, urinary problems, bleeding, and other injuries. It was additionally alleged the plaintiff required add'l medical treatment and has undergone several add'l surgical procedures.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.